Manufacturer narrative:
A partial lead with the distal portion measuring 65.0 cm was returned for analysis. A fracture of the inner coil was noted at 64.7 cm from the proximal region of the lead.

Event description:
It was reported that the lv lead was capped or explanted due to lead fracture. Date of the procedure is unknown. No additional information is available at this time.